Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: 1)the loop was placed around the body tissue. 2)the tube sheath was pushed forward, and the tissue was temporarily ligated with the distal end of the tube sheath. 3)the slider was pulled to tighten the loop. 4)because the distal end of the coil sheath was not extended from the tube sheath when the slider was pushed, the loop disengaged from the hook inside the tube sheath. 5) the hook protruded from the distal end of the coil sheath, causing the loop to move toward the handle side and enter the coil sheath. 6)pulling the hook caused both the hook and the loop to be drawn into the coil sheath together. As a result, the loop became trapped between the hook and the inner surface of the coil, preventing it from moving. 7)the slider was forcefully operated in state of ¿6¿ description causing the operation pipe of the slider to deform and break. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the single use ligating device's instruments got tangled making it impossible to ligate. The issue occurred during a therapeutic unspecified procedure and was completed with a competitor device. There were no reports of patient harm.